Manufacturer narrative:
H3) analysis on the returned enclosure motion showed no failure being found trough functional testing, performance testing, visual/physical examination, and usability inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the gantry motion controller. The reported complaint was unable to be confirmed through functional testing, performance testing, and visual/physical examination. The motion controller box was installed into a test system. The system booted and readied. A motion calibration was performed and it passed. Motion travel on all axes was smooth and functional, and the gantry door was opened and closed multiple times without issue. Both 2d and 3d imaging were successful. There was no problem found with the gantry motion controller. FDA evaluation codes 10, 213, and 67 apply to the analysis completed for the gantry motion controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test and service the equipment. The motion interface enclosure and gantry motion controller were replaced. The firmware was also updated. The failure was then resolved. The system then passed the system checkout and was found to be fully functional. The motion interface enclosure and gantry motion controller were received by medtronic but were under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that while taking a spin, the site noticed that the system didn't fully move to the anterior posterior (ap) position when closing the gantry. No patient was present during this finding; this issue was found outside of the operating room (or).